Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery compartment at the top was cracked. The customer mentioned that insulin was stuck after fill tubing. The insulin pump was not returned for analysis.